Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator paddles were not working. It was clarified that the shock was not getting delivered intermittently. The problem was observed during testing. There was no pt involvement.